Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. When cori is sizing, it positions the implant first and then sizes the implant to find the smallest size that will not notch. Cori will match the most posterior diseased condyle and match the resection depth on that size. The femur knee center will affect the way the implant comes in at flexion and where it indicates notching. If the knee center is moved ¿down¿, the implant will come in with more flexion and when it sizes up from the posterior condyle it will find a smaller size. Cori finds the mechanical axis based on knee center. It is recommended to posteriorize the knee center to redefine zero to a ¿different¿ axis and be able to get a smaller size and avoid notching. Posteriorizing the knee center will change the rotation. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with collection of the knee center. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a tka cori-assisted surgery, the real intelligence cori oversized the femur to a size 7, while manual measurements indicated it was a size 3. The resection levels were excessively inaccurate. The surgeon had removed the osteophytes before mapping and outlined the bone correctly. The procedure had a minimal delay. No injuries were reported as a consequence of this issue.

Manufacturer narrative:
B5: describe event or problem, h6: health effect - impact code.

Event description:
It was reported that during a tka cori-assisted surgery, the real intelligence cori oversized the femur to a size 7, while manual measurements indicated it was a size 3. The resection levels were excessively inaccurate. The surgeon had removed the osteophytes before mapping and outlined the bone correctly. Case was completed with manual instrumentation. Was necessary to change technique since the cori sizing was off too much. The procedure had a minimal delay. No injuries were reported as a consequence of this issue.